Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for elevated blood glucose and uncertainty about the last infusion set and supply change while using an ilet device; the agent guided the user through a full supply change for a 23 in, 6 mm, contact detach set, and the device reportedly displayed a 400 alert during the event. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included remote troubleshooting, review of device-reported alerts, and user-guided supply replacement. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause with potential contribution from infusion site or set issues, given the need for a complete supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.